Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels (value not provided); cause was unknown. Reportedly, customer required assistance from parent to treat bg level via consumption of carbohydrates. Pump data review by tandem clinical support confirmed the pump was functioning as intended. 3/9/2022

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.